Event description:
The customer reported to customer service that when she pulled the adapter from the wall, it fell apart. The customer stated she can see the inside wires, which is a safety risk. The customer also stated that there were no injuries as a result of this issue.

Manufacturer narrative:
The customer was sent a replacement transformer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product are ongoing. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.